Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor failed after warm up. The sensor was inserted into the abdomen on (B)(6) 2022. The sensor failed at some point during the night while the patient was sleeping. She woke up around 3:00 am and saw the alert but went back to sleep. Her significant other noticed her having a seizure and called 911. The next thing that the patient recalls is the paramedics arriving. She could not recall what time this occurred. A blood glucose (bg) reading was checked and was very low, but she could not remember the value. Paramedics administered 'dextrose 50' IV and stayed until her bg rose to around 100 mg/dl. She was not taken to the hospital. At the time of the report she was stable and doing okay. Data was provided for investigation. The allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.